Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set fell apart at a y site without much force at all. This occurred while experimenting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: three (3) actual samples and two (2) companion samples were received for evaluation. For three of the returned samples the reported condition was not verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed, and no defects were observed. Priming was performed, and no issues were noted. Pull testing on all the connections was performed, and all the components were joined correctly. No defects were observed, and no separations or damaged components were observed. For two of the returned samples the reported condition was verified. A visual inspection was performed, and it was noted that the sets were separated into three pieces. Additionally, a visual inspection was performed on the tubing solvent, and it was noted that the solvent was correctly applied to the tubing. Dimensional testing was performed on the clearlink and tubing, and the dimensions were according to specification. The reported condition was verified for two of the five returned samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.